Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their insulin pump compromised force sensor system. The customer¿s blood glucose was unknown. Customer states that drive support cap was flush. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. However, device alarmed compromised forced sensor system alarm during basic occlusion test due to slightly loose drive support disk.